Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that biomaterial was observed around impeller and occluding the purge gap. Pump plugged into a console and purge cassette and ran at p-9 with slightly high purge pressure reproduced of 800mmhg. The root cause of the high purge pressure was determined to be ingested biomaterial occluding the purge gap. Impella cp impella cp with smartassist for use during cardiogenic shock and high-risk cpi instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was high purge pressure during use of the device. The pump was removed and replaced without any adverse impact to the patient.